Manufacturer narrative:
A customer in germany contacted biomérieux to report false resistant ceftriaxone (mic = 1) for streptococcus constellatus in association with the vitek® 2 ast-st01 test kit. An investigation was performed. A review of quality records confirmed that vitek® 2 ast-st01 lot 5400332203 passed initial qc performance testing and met final qc release criteria. The customer submitted the strain and the ast-st01 cards for evaluation. However, the strain was contaminated and the customer no longer had the isolate. Without the isolate, confirmation of the discrepancy compared to reference method cannot be confirmed.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report false resistant cefotaxime for streptococcus constellatus in association with the vitek® 2 ast-st01 test kit. Etest® obtains a result of susceptible. The customer stated that only the etest® result was reported to the physician. The discrepant vitek® 2 ast-st01 result had no impact on patient treatment and no adverse impact on the patient's state of health. The customer indicated a delay of >24 hours to report the etest® result to the physician. Biomérieux has requested isolate submittal for internal investigation. An internal investigation has been initiated.